Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display, problem isolated to the electronic assembly. Unable to verify pump error alarms, unexpected battery power loss or replace battery now alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failure alarm, they tried to clear the alarm but got a blank screen. The customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.